Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient's blood pressure was low on the entire case and was being treated medically. After the left side procedure was completed and physician was preparing to pull all catheters back to the right side, an effusion was noted and a sharp decrease blood pressure to 40¿s systolic. Echo confirmed pericardial effusion. The attempted pericardiocentesis was unsuccessful and the patient was moved to or. The patient was stabilized and under observation in the or. Blood pressure was stabilized with vasopressors and fluids prior to leaving for the or. Heparin was reversed with protamine. Per ep physician, no perforation was found. Ep physician stated that the patient had been on plavix prior to the procedure and also during the procedure heparin administration resulted in higher than normal activated clotting time (act). The patient was fully recovered. In the process of moving the patient to the or, the patches were still attached to the patient and the yellow sensor patch cable sensor was ripped off during the move. The physician¿s opinion regarding the causality of adverse event was procedure-related.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial# (B)(4); stockert model #m-5463-01, serial # (B)(4); coolflow pump model #m-5491-02, serial # (B)(4); soundstar model# m-5723-05 lot# s1091124. Lasso nav variable eco model# d-1343-01-s, lot# 15858050l. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, the patient's blood pressure was low on the entire case and was being treated medically. After the left side procedure was completed and physician was preparing to pull all catheters back to the right side, an effusion was noted and a sharp decrease blood pressure to 40¿s systolic. Echo confirmed pericardial effusion. The attempted pericardiocentesis was unsuccessful and the patient was moved to or. The patient was stabilized and under observation in the or. Blood pressure was stabilized with vasopressors and fluids prior to leaving for the or. Heparin was reversed with protamine. Per ep physician, no perforation was found. Ep physician stated that the patient had been on plavix prior to the procedure and also during the procedure heparin administration resulted in higher than normal activated clotting time (act). The patient was fully recovered. In the process of moving the patient to the o.r., the patches were still attached to the patient and the yellow sensor patch cable sensor was ripped off during the move. The physician¿s opinion regarding the causality of adverse event was procedure-related. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A cool flow pump test was also performed and the catheter passed specifications. In addition, a deflection test was performed and the catheter passed. Finally, the calibration test was going to be carried out, and the eeprom was intended to be read, however since the eeprom data showed a checksum error, it can be determined the eeprom is corrupted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed on calibration test. However, the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.